Event description:
The field service rep (fsr) reported during preventative maintenance of the device the fraction of inspired oxygen (fio2) indicator would not display below .39. There was no pt involvement.

Manufacturer narrative:
Eval in progress but not yet concluded. The field service rep (fsr) replaced three 9k gas blenders in this unit and was unable to get the fraction of inspired oxygen (fio2) to .21. The investigation into the cause for the reported problem is ongoing. This report is being submitted to the FDA as a result of a retrospective review of product complaints.